Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture at high output and had high impedance. Infinite impedance was observed on the latest data file. Additionally, the right ventricular (rv) lead measured infinite impedance, had no sensing, high thresholds, and no capture. Both leads remain in use. No patient complications have been reported as a result of this event.